Manufacturer narrative:
Product complaint # (B)(4). Additional information: d9. H3 evaluation: complaint sample review: one well intact package as complaint sample was received for evaluation, package was inspected visually (without tearing the packaging) and found that there was a foreign particle present inside the package. Hence, the complaint is justified at a thorough investigation was performed. CAPA was identified by the manufacturer to address the event reported. The necessary investigations and/or actions have been taken to address the issue. During the investigation, a lot of hairs and fibbers were observed, inside or over the tyvek pouch surface received from supplier -. The reason for this was, supplier - didn't have a clean room facility for pouch manufacturing, which led to inclusion of hairs and fibbers inside or over the tyvek pouch surface. All the investigation outcomes were shared with and concluded to place a request to supplier for manufacturing the tyvek pouches inside the clean room facility. Accordingly, corrective action was summarised as still, the action is under progress at and a new CAPA is not required to be initiated. Documents review: during investigation of the complaint, batch review of in-process and final packaging inspections, as well as the manufacturing process was performed, these products were reported to be manufactured, inspected, and packaged in conformance with customer's specifications and have been found to be acceptable within all parameters. No discrepancy as per the reported defect was observed. Retention sample review: no negative observation was found. Review of defective sample's image / video: not applicable, as there was no complaint sample image / video received for evaluation. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Additional information was requested, and the following was obtained: the product in question is unopened. The following information was requested but unavailable: please describe the type of foreign matter that was observed. What was the foreign matter¿s appearance? What was the texture? Are there any photos of the foreign matter available?

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and a drain was used. It was found that there had been a foreign substance in the sterile package. The product in question was unopened. Another like product was used to complete the case. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.